Event description:
Healthcare professional reported a right side capsular contracture baker grade iii/IV. Additionally, healthcare professional reported "particles in valve." Device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: device no leakage and white particles inner the shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Additionally, healthcare professional reported "particles in valve." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade: iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: iii/IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii/IV. Device remains implanted.